Manufacturer narrative:
(B)(4).

Event description:
This lead was implanted on (B)(6) 2015 with a single chamber pacemaker. On (B)(6) 2015 the patient had a cardiac arrest and received CPR. The physician believes that the rv lead dislodged and pushed back into the ra from the tricuspid valve regurgitation by the CPR. The lead apparently went down the ivc and into the hepatic vein. It was decided to cap the lead and implant a new lead due to the patient's unstable condition. On (B)(6) 2015 it was determined that this lead could safely be explanted and it was removed. The hospital retained the lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and deformations of the inner and outer conductor coils. Based on the symptoms, it is reasonable to assume that these damages were caused by means of medical instruments applied during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.